Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that patient presented with chest palpitations and has pacemaker syndrome. The implantable pulse generator (ipg) had triggered recommended replacement time (rrt). When threshold testing was complete, the patient felt relief. The device was explanted and replaced. No further patient complications have been reported as a result of this event.